Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the suture absorb quicker than expected? Did the suture break post-operatively? What are the product code and lot number?

Event description:
It was reported that an animal underwent a surgical procedure on an unknown date and suture was used. The suture was noted to breakdown within a week of use. Additional information was requested.